Manufacturer narrative:
Pump passed the sleep current test, active current test and self test. Pump received with normal operating currents. During history/trace file download attempt failed batt test occurred. Electronic stack was placed into a test case to download history files. Unit was downloaded successfully using thump software. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Electronic stack working properly with the test case. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, broken battery tube threads, cracked case (battery tube) and broken belt clip rails. Alleged failed battery alarms not confirmed during testing. However, severely cosmetic damage on the battery tube threads affecting the battery locking into place. Cosmetic damage confirmed at the battery compartment when broken belt clip rails, broken battery tube thread and cracked battery tube case were noted. Unable to verify battery cap damage due to not receiving original battery cap during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump had battery cap damage. Troubleshooting was performed but the issue was not resolved. The customer stated that the battery cap's metal contact was damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving battery battery-failed alarm. The customer reported that the battery cap contacts were not damaged. The customer reported that the battery compartment was damaged. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported battery cap was damaged. Damage was on metal contacts. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.